Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Corrected sections: - b2 date of death: date corrected from (B)(6) 2021 to (B)(6) 2021 - b3 date of event: date corrected from 2021-03-27 to 2021-03-24 as it was stated that the patient had vomiting and diarrhea for two days, and then went to the emergency room on the (B)(6) march - b5 desc evt problem: corrected to include additional adverse event experienced by the patient and diagnosis performed - h6 patient codes (ime/annex e), imf (annex f) health impact: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was admitted for gastrointestinal bleeding. After two days of vomiting and diarrhea, the patient presented to the emergency room (ER) and symptomatic relief was obtained with simple medications. The same night, the patient went back to the ER with weakness and abdominal pain, in addition to worsening of existing symptoms. After a computerized tomography (CT) scan, the patient became unresponsive. It was further reported that the patient aspirated and arrested, and subsequently expired. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, syncope, and death are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after two days of vomiting and diarrhea, the patient presented to the emergency room (ER) with simple m edications; symptomatic relief was obtained, and the patient was sent home. The same night, the patient went back to the ER with weakness and abdominal pain in addition to worsening of existing symptoms. After a performed computerized tomography (CT) scan, the pat ient became unresponsive. Of note, the primary cause of death was not able to be determined and the incident happened in a rural hospital.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was admitted for gastrointestinal bleeding. It was further reported that the patient aspirated and arrested, and subsequently expired. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding and death are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the ventricular assist device (vad) destination therapy post approval study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for gastrointestinal (gi) bleeding. A computerized tomography (CT) scan was performed. It was further reported that the patient aspirated and arrested. The patient subsequently expired.